Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
An end user reported an issue with an unknown micro-introducer kit. During a sternotomy procedure for a crtd implant, the outer portion of the sheath detached from the hub after the sheath was inserted in a subclavian vein access, for a pacemaker. The provider inserted the initial .014 wire that comes with the kit. Recognized that they needed to use a longer micro sheath. Replaced initial .014 wire with a longer .014 and then removed the micro sheath. The screw on inner sheath was never unscrewed since it was just going to be a sheath exchange. When the defective sheath was removed it went unnoticed that the outer sheath was not still attached to it. The sheath migrated and, ultimately, perforated through the wall of the right ventricle. The patient was being air-lifted to another hospital as the cardiac team is not available at this location. The patient is recovering well, at this time. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging and component lots could not be performed as no upn/lot number information was provided. The dilator/sheath accessory device is supplied to angiodynamics by supplier, medron. Scar004154 was sent to medron to make them aware of the complaint occurrences. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).